Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform prime/a33 and excessive no delivery alarm tests due to motor error alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error. Customer stated that he was experiencing blood glucose of 250 mg/dl; treated with manual insulin injection. Unable to troubleshoot for high blood glucose due to the motor error. Customer stated that the alarm happened prior to checking the blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.